Event description:
It was reported that during a full cardiac arrest call, the patient was placed on the autopulse platform but the platform would not turn on. The autopulse li-ion battery in the device was replaced with the reserved one and the platform was able to work correctly. No adverse patient sequelae was reported. Upon returning to the station, customer placed the dead battery in the charger. Multiple attempts were made to charge the battery. However, a red fault light was observed on the battery every time. Customer placed the battery out of service.

Manufacturer narrative:
The product in complaint was returned to zoll on 10/18/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned battery as follows: the customer's reported issue was confirmed. During investigation of the product, it was identified that the field effect transistor (fet) was preventing charging of the battery.